Manufacturer narrative:
(B)(4). B5: describe event or problem - correction/additional information. B6 relevant tests/laboratory data, inclu - correction. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - correction/additional information. H10: corrected data.

Event description:
Subsequent to the initial MDR, a correction was updated on 3/19/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator when the patient self-treated and when the cgm was reading "high". The reported glucose values fall within the b zone of the parkes error grid when the paramedic arrived. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device on (B)(6) 2025. On (B)(6) 2025, the patient was sleeping when her daughter went to her room at 11:00 pm because she was getting an alert and the cgm reading was 400 mg/dl on the app. The patient was self-treating with insulin through her pump. The patient became confused, lethargic, tired and couldn't talk and she said she was experiencing diabetic ketoacidosis (dka). Her daughter came back to her room about 1:30 am (B)(6) 2025 and called 911 because the cgm reading was high (no value reported). The paramedics arrived and took a bg reading which was 580 mg/dl and the cgm reading was 380 mg/dl. The patient was taken to the hospital and admitted to the intensive care unit (ICU). She was treated with one bag of insulin IV and medication for low on potassium and sodium (¿banana bag¿). The patient was discharged after a day and a half on (B)(6) 2025. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.